Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button errors and the up and down arrow buttons are harder to press and the display screen was scratched. The customer's blood glucose level was unknown. The customer also reported that the battery life diminished, random no delivery alarms and the back light was not as bright as it used to be even with new battery which makes it harder to read display. The device will not be returned for analysis.